Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter had been indwelling for three days when it was reported to have broken off. The charge nurse questioned if the teenage pt possibly cut the catheter, but the pt denies this. The catheter was removed under x-ray.